Manufacturer narrative:
Attempts to retrieve additional information were made and were unsuccessful. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the stored electrograms (egms) for shocks delivered with this implantable cardioverter defibrillator (ICD) were unable to be viewed due to the first in first out storage criteria. Subsequently, there had been multiple events for anti-tachy pacing (atp) and non-sustained ventricular tachycardia (nsvt) episodes stored. There an additional report that none of the shocks delivered were successful. To date, there have been no adverse patient effects reported.